Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The lead tip and ring electrode were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the reported high threshold. Furthermore, the insulation was found abraded through 16 cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high threshold. No adverse patient events were reported.

Manufacturer narrative:
Combination product: yes.